Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge with insulin. The syringe/needle and cartridge were changed. The new cartridge was successfully loaded. Blood glucose was not impacted.